Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: allergic reaction. Device issue: no device malfunction has been reported. It was reported that approximately seven days post stent implantation, the pt started experiencing the symptoms of constant nausea, itching and burning in her head. Histamine levels were found to be elevated by her family doctor. The pt has known hypersensitivity to acrylics. No additional event or pt info is available.

Manufacturer narrative:
(B) (4).